Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar vue and transperineally fiducial markers were placed under general anesthesia. After reviewing the images, the hydrogel was observed on the anterior/exterior of the prostate capsule. There was a good amount of hydrogel in the correct position. However, some appeared to be up on the anterior region of the prostate. The patient reported discomfort, but nothing alarming. The plan is to continue treatment as planned.